Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(4) indicated a hospital in the (B)(6) reported: during a procedure the surgeon was using the drill bit in variable angle mode while using the wrong drill guide, causing the drill bit to break. The drill bit breakage did not cause any significant extension of the operation, and the procedure was finished as planned. Hospital discarded the drill bit.